Event description:
Medtronic received information that during the implant of a transcatheter bioprosthetic valve, during removal of the delivery catheter system (dcs), a gore dry seal sheath folded in on itself. A left iliac artery dissection occurred during removal of the sheath and surgical repair was performed. No other adverse patient effects were reported. 701028058. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).